Event description:
Anesthesiologist was using a tee probe and ie33 tee machine for a tavr procedure. The probe was in the patient and the anesthesiologist stated that he was not getting an image. The anesthesiologist was asked if he wanted a different probe or if he wanted a different tee machine. The anesthesiologist stated that he wanted a different tee probe. The anesthesiologist removed the existing probe from the patient and replaced it with a different probe. The replacement probe provided an image. The anesthesiologist stated the image from the replacement probe was "very grainy". The anesthesiologist was asked if he wanted the tee machine changed. The anesthesiologist conferred with the surgeon and did not request any further exchanges of tee equipment. The tee probe that was not providing an image was sent to sterile processing for cleaning and to be sent out for repair. A loaner tee probe was requested.

Event description:
Anesthesiologist was using a tee probe and ie33 tee machine for a tavr procedure. The probe was in the patient and the anesthesiologist stated that he was not getting an image. The anesthesiologist was asked if he wanted a different probe or if he wanted a different tee machine. The anesthesiologist stated that he wanted a different tee probe. The anesthesiologist removed the existing probe from the patient and replaced it with a different probe. The replacement probe provided an image. The anesthesiologist stated the image from the replacement probe was "very grainy". The anesthesiologist was asked if he wanted the tee machine changed. The anesthesiologist conferred with the surgeon and did not request any further exchanges of tee equipment. The tee probe that was not providing an image was sent to sterile processing for cleaning and to be sent out for repair. A loaner tee probe was requested.